Manufacturer narrative:
The report received from the affiliate indicated that during the labeling process at the affiliate's warehouse, inspection of the sterile pouch of the palmaz genesis 6.0 x 18 stent mounted on an amiia balloon catheter revealed a piece of movable black foreign matter. The outer box and the sterilized pouch were intact and the seal was unopened. There was no damage noted to the product's packaging. The product had not been shipped out of the warehouse. The product was not clinically used in a patient. There was no reported patient injury. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A sterile palmaz genesis on amiia 6.0mmx18mm, 142 cm was received folded in its original packaging. The box was received opened with the product inside of it. The IFU and implant card were found inside of the box. The product was not used and inside of the sealed pouch. A gray particle near to the pouch seal was noted. The particle measures 4mm of length and 1mm of width. No other anomaly was detected. The gray movable foreign was viewed under microscope at 40x magnification and it looks like residues of plastic. This residue looks like a lure hub flash. In order to determine if the hub was damaged, the hub was viewed under microscope at 40; the hub does not present with any anomaly. Ftir analysis was performed to the foreign material found inside package of genesis amiia product and one sample from received hub was taken to determinate if the foreign material from the pouch came from the hub. The ftir results indicate the unknown material is almost identical to the sample obtained from the hub. Therefore, the most probable source of the debris is material from the hub. The foreign material reported by the customer was confirmed, and it is related to the manufacturing process, specifically the packaging post pouch sealing inspection process. The packaging lines have control in place to detect this kind of defects. Actions have been initiated to address this issue to determine if any corrective actions are needed. A distributed product risk assessment (dpra (B)(4)) was opened to address this issue.

Event description:
The report received from the affiliate indicated that during the labeling process at the affiliate's warehouse, inspection of the sterile pouch of the palmaz genesis 6.0 x 18 stent mounted on an amiia balloon catheter revealed a piece of movable black foreign matter. The outer box and the sterilized pouch were intact and the seal was unopened. There was no damage noted to the product's packaging. The product had not been shipped out of the warehouse. The product was not clinically used in a patient. There was no reported patient injury. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.